Event description:
It was reported that the sensor gave inaccurate readings and that the insulin pump alarmed for sensor errors. The sensor was fully inserted and flat against the skin. There was no damage on the connection bridge or pins. A test plug procedure was run and showed that the transmitter was working properly. The blood glucose reading was 8.9 mmol/l while the sensor reading showed 2.2 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.